Manufacturer narrative:
Section f completed by baxter. One used disposable anesthesia breathing bag was returned for evaluation. The bag bushing was separated from the bag and the securing tape was missing from the bushing. The condition of the returned sample does not allow a conclusion for when this could have occurred. There are no other issues reported for this product code or lot.

Event description:
Reportedly the bag was "successfully pressure tested to approx 30-40cm" prior to use. The bag became loose and separated from the anesthesia machine in the anesthetists hand during mask induction. It was replaced by another bag without sequela.